Event description:
It was reported by the nurse that the ventilator was giving zero respiration rate. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer reviewed the ventilator diagnostic logs and found multiple therapy driven errors. The customer was able to power unit on in normal operation mode with test plug on unit, unit operated with no issues, unit breathing. The customer was able to see respiration wave on unit. The customer was advised to hook unit up with circuit and test lung, and manual breath the lung to see if any errors can be triggered. Upon a follow-up the customer reported that a leak was found in the circuit. The unit was return to use with no further issue found. The type of circuit used and patient information was not provided although requested. No further information was provided.